Event description:
It was reported that while stimulation when the pt recharged, the recharger got hot on his skin and if the pt recharged for too long, his arm began to quiver. As a result the pt recharged for less time at more frequent intervals. The pt also noted that he "water witches" this means he can sense where water is under the ground. When the pt was near the site and afterward his arm quivered and he experienced nausea. Additional info received reported that the pt noted he had an unusual amount of electricity in his body already, naturally. The pt knew to remove himself from areas where he felt interference. Additional info received reported that the pt experienced a shocking or jolting sensation. It was reported that the water group in the pt's community recently changed to a digital signal to turn their pumps on. Every time the pumps were turned on the pt got "bit" or shocked in his neck, which was every 4-5 hours. The pt also noted an increase in stimulation when he walked into a restaurant where many people were on laptops or cell phones. The pt experienced an upset stomach and hiccups as a result of the increases in stimulation. There was concern that the digital conversion in tv stations might affect his stimulator. It was also reported that the pt had no nerves in the left side of his neck, he only had nerves in his right side. Additional info has been requested, but was not available as of the date of this report.